Event description:
Received a home infusion of vyepti (option care health). Webcol alcohol prep was sent along with the vyepti for use with the infusion. Within a couple of days following the infusion, a red rash appeared above the infusion site that almost encircled the arm. My pcp was not sure what it was, but had to be on two antibiotics to clear it up. Took two weeks before it was almost gone.